Event description:
This is what was on the patient safety report staff identified half way through the day that the telfa packages were not sealed appropriately. Upon recognition the supplies were removed from the field, gloves were changed and new sterile supplies in different packaging was used to collect specimens. It is unknown how many specimens were collected on the telfa with defective packaging. The staff proceeded to remove all of the defected product from service and threw it away.